Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on database synchronization. A field service engineer (fse) reported that after an overnight upgrade at the site, the machine was stuck on the data synchronization page. The fse verified and corrected the internet protocol address and default gateway configuration, restarted the machine, and confirmed that the customer completed an inventory successfully and that the system was functioning properly after the reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server remained stuck on data sync.however, there were no delays or adverse events or injuries reported based on this event.